Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported complaint of cracked top hinges was confirmed based on the external inspection performed. During external inspection it was observed that the returned pump module s/n 16201788 had cracked door hinge plastic. The other three (3) pump modules was not returned, but the customer sent photos that shows the same issue of the first one. The returned pump module successfully passed the alaris system maintenance (asm) testing except for instrument inspection with the observed cracked hinges and issues with the inter-unit-interfaces (iui). The alaris system user manual (v12.1) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Bd recommends using a two-handed technique while loading and unloading IV sets to avoid additional wear and tear on the devices. The pump module doors should remain closed during storage and transport to avoid any possible damage. The facility also reported that green neutral detergent wipes by reynard are being used to wipe down their pumps. The devices were reported with no patient involvement. Root cause: based on the observed physical damage the probable cause of the reported issue of cracked top hinges is being attributed to unknown physical events that exceeded the strength of the material. Handling or transporting of the device with the pump module doors open or the use of unapproved cleaners could also be contributing factors. Note that imdrf annex a1801, c23, d11, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the hinge on the door (external) has crack. The customer denies dropping or damaging the device. There was no patient involvement. Bd received additional information. When asked if the doors are being left opened when devices are not in used, the customer's response was: " - our pumps are used monday-friday 0800-1630 hours they are not put into storage as are used consistently throughout each shift. At the end of each shift nurses are encouraged to ensure all doors are closed. This is also our encouraged practice when not in use throughout the day (if possible), however due to our high turnover and acuity at times this could be overlooked, however I cannot confirm this." When asked to provide the cleaner/cleaning solution being used on the alaris system at the facility, the customer's response was: "green neutral detergent wipes by reynard to wipe down our pumps."